Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated they went to swimming with insulin pump. Customer stated the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.